Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports to have been hospitalized at a cancer hospital for cancer related issues. Customer requested troubleshooting of insulin pump due to high blood glucose. Customer's blood glucose was unknown. Customer's symptoms of high blood glucose were thirst and dry mouth. Customer was treated at hospital with fluids, IV drip with insulin, and pain medication. During troubleshooting, customer reports to have air bubbles in reservoir and crimped cannula. Customer was not able to complete troubleshooting as she did not have tubing clamp. Tubing clamp will be sent to customer in order to complete troubleshooting. Customer was advised to speak with health care provider regarding high and low blood glucose due to customer stating that chemotherapy affect blood glucose. No further information provided.